Event description:
Healthcare professional reported implantation of seri and concomitant breast implant during right side revision reconstruction surgery on (B)(6) 2014. Post-implantation on (B)(6) 2014, patient presented with an infection in the right breast. Treatment for the infection included removal of the seri and breast implant. Device was explanted and is unavailable for return.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.